Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported fluid was draining from the patient's ipg site. The patient went to the emergency room and was diagnosed with a decubitus ulcer. The patient's ipg site was later determined to be infected. As a result, the patient's scs system was explanted and their wound sites were flushed out. The patient was also given oral and intravenous antibiotics to address the infection. The patient was discharged from the hospital and is supposed to follow up with their doctor.

Event description:
Follow-up revealed the patient's infection has resolved.